Event description:
Device has been explanted.

Event description:
Patient reported left side "silicone granulomas along with the implant capsule and silicone adenopathy in the left axilla", swelling, "drooped and loose". "Small nodule likely fibroedema" also reported, but not device related.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphadenopathy and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, anxiety, and depression.

Event description:
Patient reported unknown side rupture, "depressed and anxious." Device remains implanted.